Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the bail cover and ring cover were broken and contaminated, the battery drawer was contaminated, the display lens and lower case were broken, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.